Manufacturer narrative:
(B)(4).as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that resulted in greater than two seconds of asystole. Additionally, the patient experienced syncope. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's lead. The device remains implanted and in service. No additional adverse patient effects were reported.